Event description:
Complainant alleges "eye of needle broke off during use."

Manufacturer narrative:
The device was not returned for evaluation, however pictures were provided so the complaint could be confirmed. The fracture occurred at the needle's eye portion. Clamping the needle at or near the eye can cause damage. The IFU directs users not to clamp the needle at the eye for this reason. The most likely cause is due to the user clamping the needle near the needle eye. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.